Event description:
During the procedure a type d, e or f dissection occurred distal from the lesion. Subsequent to the eight-month repeat angiography, an elective repeat-ptca of the stented lesion was done with balloon angioplasty.